Event description:
It was reported by service report that the foot-end cover was dimpled to a point and sharp. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result - foot-end cover pads have worn and split exposing sharp edges. Cpu shorted it out due to a dimpling cover spliced the power coil cable.